Manufacturer narrative:
(B)(4). Add'l info (B)(4): device info: avaulta posterior biosynthetic support system; cat #486020. (B)(6).

Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the deice. Product was used for therapeutic treatment. (B)(4): per add'l info received, the pt has experienced recurrent vaginal prolapse requiring two add'l surgeries. Associated MDR: 1018233-2013-00412, 00409 and 00411.